Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the anvil tilted while surgeon was attempting to place in gastrotomy. The scrub nurse had difficulty getting the introducer to attach to the shaft. She stated that they used to click or pop into place, but as of late she feels it is not sticking into place. There was no patient injury.